Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient replaced their system controller at home due to a left ventricular assist device (lvad) fault. Log files were submitted for review and captured an ongoing (f64) lvad_live_info event on both the old primary controller and the current controller. A system controller and modular cable exchange were recommended. Two system controllers ((B)(6)) and a modular cable were received for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed events consistent with a current sense monitoring issue. The submitted log files collectively contained events from 21jun2025 through 23jun2025, per the timestamps. Review of the log files revealed persistent dclink_I faults as well as occasional lvad_live_info faults indicating a current sense issue. Review of the controller periodic log file revealed the onset date of the dclink_I faults to be 04feb2025. The events leading up to the onset of dclink_I faults were not captured in the event log files. The pump appeared to have operated at the set speed and there were no other notable events observed. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no additional complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.